Event description:
It was reported that pt received high lead impedance on system diagnostics. Pt's output current was set to 0. System diagnostics were within normal limits at prior visit. No trauma or pt manipulation was reported that may have caused or contributed to the high impedance. X-rays were reviewed and no gross lead discontinuities were observed in the visible lead portions, although an acute angle was identified near the lead bifurcation. Pt will most likely go to surgery consult.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.